Event description:
It was reported that two patients experienced renal failure after use of angiojet. This angiojet ultra system console was used for treatment in two separate cases. The procedures were performed as expected without any product issues or error messages, however, post-procedure both patients have developed renal failure. The medical conditions of the patients were noted as not different than previously treated patients, and the protocol was the same. This facility has performed multiple cases in the past without any issues. Additional information has been requested; however, no further information has been obtained at this time.

Manufacturer narrative:
Device eval in the field: the field service engineer visited the customer site and successfully completed a functional test and safety evaluation on the angiojet ultra system console. The console was properly calibrated and was working as intended. During field service, the hospital indicated that the issue could have been related to a user error during set-up; however, the root cause of the renal failure after use of the angiojet remains unknown.

Event description:
It was reported that two patients experienced renal failure after use of angiojet. This angiojet ultra system console was used for treatment in two separate cases. The procedures were performed as expected without any product issues or error messages, however, post-procedure both patients have developed renal failure. The medical conditions of the patients were noted as not different than previously treated patients, and the protocol was the same. This facility has performed multiple cases in the past without any issues. Additional information has been requested; however, no further information has been obtained at this time.